Event description:
During implant, the surgeon found that the chamber was leaking so, he changed another product and finished the operation safely.

Manufacturer narrative:
(B)(4). The device was patent, passed siphon and reflux testing and was within specifications for pressure-flow and preimplantation testing. However, it did not meet the requirements for leak testing due to a tear in the top of the delta chamber. It is unk how or when this damage occurred. The instructions for use that accompany the product caution that care should be taken in handling the product as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.